Manufacturer narrative:
The device was returned to Olympus for inspection. Based on the results of the investigation, the most probable cause of this complaint has been identified as component failure an expected or random failure with no design or manufacturing issue identified. Olympus will continue to monitor field performance for this device. Should any additional relevant information become available, a supplemental report will be submitted accordingly.

Event description:
The customer returned the High Flow Insufflation Unit, which is an Olympus asset with no reported complaint. During the evaluation of the device, it was observed that the supply pressure sensor does not work properly. There was no patient involvement..